Event description:
It was reported that the as lvp 20d low sorb ss 1.2m only primed partway with lipids due to flow issues. The following information was provided by the initial reporter: "when priming tubing with lipids - only primes part way down the tubing. All tubings with this lot number failed to prime properly."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that when priming tubing with lipids tubing only primes part way down could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 20105686 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb ss 1.2m only primed partway with lipids due to flow issues. The following information was provided by the initial reporter: "when priming tubing with lipids - only primes part way down the tubing. All tubings with this lot number failed to prime properly."